Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter does not turn on. The customer service representative (csr) was unable to reach the lay user/ patient by phone for follow-up questions. The medical surveillance specialist (mss) classified this complaint based on the csr's documentation. The patient alleged that the issue began on (B)(6) 2010 (at 9 or 10pm). In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; patient's testing frequency is not known. The patient denied taking any action in response to the alleged meter issue. As a result of the reported issue, the patient claimed he went the emergency room (ER) sometime between 9 -10pm that evening to have his blood glucose tested; the patient obtained a blood glucose reading of "17.2 mmol/l" with the ER/hospital's meter. According to the csr's documentation, the patient did not receive any medical intervention during his ER visit; the health care professional only tested the patient's blood glucose. It is not specified what action, if any, the patient later took in response to his blood glucose reading. As a result of the reported meter issue, the patient claimed he developed symptoms of dizziness, lightheadedness, and blurry vision two days later. However, it is not known if the patient tested with another device just prior to or at the onset of his symptoms, the duration of the patient's symptoms is not specified, and it is not known if the patient administered self-treatment for his symptoms. At the time of troubleshooting, the csr noted that it is unknown if the subject meter's battery was replaced per owner's booklet recommendation. The csr confirmed the patient was using the correct test strip. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.